Event description:
The customer stated she was hospitalized for low blood glucose levels. The blood glucose levels were not reported. The customer stated she was wearing a glucose sensor which gave her a reading of 206 mg/dl. The customer stated she treated for that reading, but her actual blood glucose reading was 125 mg/dl. The customer was told that she should always treat based on the blood glucose reading, not the sensor glucose reading. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.